Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm pump error 63, 49 and 23 alarms due to constant critical pump error alarm. Device also received with cracked case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarms. Customer also reported that insulin pump was exposed to water and back of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.